Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va08xm0, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va08xm0, implanted: (B)(6) 2013, product type: lead.

Event description:
A manufacturing representative (rep)reported that a patient fell in (B)(6) 2015. After the fall the patient said their symptoms returned. Reprogramming was done in the office with no return to previous effectiveness. It is noted that the lead is implanted but out of service. The rep also noted that on (B)(6) 2016 the patient had a battery replacement due to capacity less than 25%. There is no indication that this was related to the fall. The implantable neurostimulator (ins) is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.